Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left premature ventricular contraction procedure, a pericardial effusion occurred requiring a pericardiocentesis. After two attempts, the transseptal puncture was successful. The fast-cath introducer was then changed for an agilis steerable introducer. After insertion of the advisor hd grid x catheter in the left ventricle and mapping was started the patient became hypotensive and bradycardic, then went into sinus arrest, and then had junctional rhythm. An echocardiogram was used to confirm the pericardial effusion. Pericardial puncture was then performed, the patient stabilized, and the procedure was stopped. The physician does not allege any performance issues with any abbott devices.